Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn xxxxxxxx-2025-00xxx for details pertinent to this event.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-03779 for details pertinent to this event.

Manufacturer narrative:
B3: day of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the suction was difficult. There was no patient harm/adverse event reported.